Event description:
It was reported the patient was no longer receiving stimulation and was unable to communicate with or charge his ipg. The sjm representative met with the patient and confirmed the issue. Surgical intervention may be taken at a later date to address this issue.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.